Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay, scratched keypad overlay and faded serial number label. The reservoir can not stayed locked in due to broken reservoir tube lip and missing reservoir tube o-ring/retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that reservoir chamber of son¿s insulin pump became chip at the top and the lip and so the reservoir will not lock in to it the way it should. The customer reported that last week he was having high and then they tried to use tape and that did not stay on and did not fix it. The customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.